Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged meter issue first began. According to the csr¿s documentation, the patient denied taking any action in response to the reported meter issue; at an unknown time afterwards, the patient reportedly developed symptoms of headache, leg cramp, felt tired, and had a funny taste in her mouth; and the patient did not receive any form of treatment after the alleged meter issue began. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the patient had replaced the subject meter¿s battery (per owner¿s booklet recommendation); however, the reported power issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.